Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control further evaluated the removed power supply assembly and observed that the device would have been operational on dc power and there was only a ac power failure. Physio determined that the cause of the ac power failure was due to two shorted transistors, designators q1 and q2 from the eos power supply.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control replaced the power supply assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.